Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the power cord on the aquac reverse osmosis (ro) system was frayed. The part number for the power cord was requested. Part number f40001605 was provided. Follow-up was performed and the biomed confirmed the power supply board was replaced to resolve the reported issue. There was no patient involvement regarding the reported issue. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation. During follow-up, the biomed also reported that a burnt capacitor was identified on the power supply board which was resolved upon replacing the part. No further issues were encountered following the repair. No additional information was provided.

Manufacturer narrative:
Plant investigation: the reported issues can be confirmed from the provided intake information. The frayed power cord most likely resulted from improper handling of the aquac uno h power cable by the user. The thermal damage on the capacitor 24v power supply unit was likely caused by a faulty component in the 24vdc power supply unit. The motherboard cannot start and the aquac uno h cannot work without the 24v supply voltage. The initial failure cause for the faulty component cannot be determined. The defective 24vdc power supply unit was discarded. The power supply unit is a supplier part, and a supplier non-conformity report cannot be initiated without availability of the complaint sample. The capacitor likely has no relation to the frayed power cord cable. The issues were resolved by replacing the power cord and damaged 24vdc power supply unit.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the power cord on the aquac reverse osmosis (ro) system was frayed. The part number for the power cord was requested. Part number f40001605 was provided. Follow-up was performed and the biomed confirmed the power supply board was replaced to resolve the reported issue. There was no patient involvement regarding the reported issue. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation. During follow-up, the biomed also reported that a burnt capacitor was identified. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the power cord on the aquac reverse osmosis (ro) system was frayed. The part number for the power cord was requested. Part number f40001605 was provided. Follow-up was performed and the biomed confirmed the power supply board was replaced to resolve the reported issue. There was no patient involvement regarding the reported issue. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation. During follow-up, the biomed also reported that a burnt capacitor was identified on the power supply board which was resolved upon replacing the part. No further issues were encountered following the repair. No additional information was provided.